Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced frequent high blood glucose (bg) levels of over 300 mg/dl with trace ketones. The customer stated they believed the insulin to be the cause, however declined to state how long the supplies had been in use. The customer delivered a bolus via the pump and manual injections to address their bg levels. The customer changed their cartridge and tubing. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.